Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the pressure transducer test failed. Identification of issue has been done by analyzing problem description, service report and device's logs. The issue was decided to be reported based on available information as defective gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. The review of attached log files revealed appearance of technical error, which indicates that safety valve is detected as open without fulfilled opening conditions. According to the information provided by the technician, the air gas modules was identified as faulty and was replaced. The air gas module regulates the inspiratory gas flow and gas mixture. The rotary encoder has been replaced as well. The issue has been resolved and the device was delivered to the user in working condition. Defective part has not been returned for further evaluation. The root cause to the reported issue has not been determined.